Event description:
During pt move from one critical care unit into another critical care unit, the imed pump began alarming "internal error". Heparin infusion and nitroglycerin infusions were immediately changed over to another imed without any evidence of hemodynamic compromise. No harm to pt. Mac update, ail changed battery replaced. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights and alarms. Perform electrical safety inspection. Completion comments: upgraded mac, replaced the air in line sensor on channel "b". Unit functions properly. See attached form for details.